Event description:
It was reported that the pump touchscreen was unresponsive. There was no reported adverse impact to customer's blood glucose. During troubleshooting, technical support assisted the customer with resetting the pump to resolve the issue. Customer confirmed touchscreen was responsive.